Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: sandra khadhouri, s guillaumier, l drummond, b dreyer, c clelland, f al jaafari. (2024). Feasibility of outpatient daycase local anaesthestic rezum without sedation. Bmc urology, 2024, 24:80. Https://doi.org/10.1186/s12894-024-01471-2.

Event description:
It was reported in the bmc urology that a study was conducted to propose an outpatient daycare method of delivering reum under local anesthetic without sedation, using a prostatic local anesthetic block and cold local anesthetic gel instillation into the urethra. A total of 13 patients who underwent rezum procedure were enrolled. The following boston scientific products were used during the procedures: rezum device. In the study, the information of the 13 rezum cases was collected. The patients experienced a mean pain during the operative procedure. Regarding postoperative complications, just one patient developed urinary tract infection, which was treated with oral antibiotics; 3 patient experienced bleeding but admission was not required. Three patient presented retrograde ejaculation and one patient, erectile dysfunction. As conclusion, in this study it was demonstrated the feasibility of delivering an outpatient local anesthetic minimally invasive boo (bladder outflow obstruction) procedure service. The mean patient pain score, 2.1/10, shows it is well tolerated, and the outcomes of improved ipss (international prostate symptom score) (20.6 to 5.4) and qol (quality of life score) (4.6 to 1.3) are promising. These results are similar to both short term and long term out comes described in the literature, which describe a 40-50 percent improvement in ipss and qol.

Event description:
It was reported in the bmc urology that a study was conducted to propose an outpatient daycare method of delivering reum under local anesthetic without sedation, using a prostatic local anesthetic block and cold local anesthetic gel instillation into the urethra. A total of 13 patients who underwent rezum procedure were enrolled. The following boston scientific products were used during the procedures: rezum device. In the study, the information of the 13 rezum cases was collected. The patients experienced a mean pain during the operative procedure. Regarding postoperative complications, just one patient developed urinary tract infection, which was treated with oral antibiotics; 3 patient experienced bleeding but admission was not required. Three patient presented retrograde ejaculation and one patient, erectile dysfunction. As conclusion, in this study it was demonstrated the feasibility of delivering an outpatient local anesthetic minimally invasive boo (bladder outflow obstruction) procedure service. The mean patient pain score, 2.1/10, shows it is well tolerated, and the outcomes of improved ipss (international prostate symptom score) (20.6 to 5.4) and qol (quality of life score) (4.6 to 1.3) are promising. These results are similar to both short term and long term out comes described in the literature, which describe a 40 to 50 percent improvement in ipss and qol.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: sandra khadhouri, s guillaumier, l drummond, b dreyer, c clelland, f al jaafari. (2024). Feasibility of outpatient daycase local anaesthestic rezum without sedation. Bmc urology, 2024, 24:80. Https://doi.org/10.1186/s12894-024-01471-2.